Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient´s husband noted that the patient's cgm reading was dropping drastically (it went from 120 mg/dl to 110 mg/dl to 100 mg/dl. He treated the patient with glucose tablets but the readings continued to go down. He gave the patient everything sweet that he could find to increase the glucose values; however, the cgm value dropped to 50 mg/dl. The patient started to vomit so the patient's husband decided to take the patient to the hospital. Upon arrival, a nurse checked the patient´s blood glucose which was over 700 mg/dl and the cgm reading was 49 to 50 mg/dl. The patient was in the hospital for two days. There was no information provided about what treatment the patient received while in the hospital. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.